Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. (B)(6).

Event description:
It was reported that an asymptomatic patient presented for the one day post-op check with non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. Programming changes were made.